Event description:
It was reported the subject device electrode loop fracture occurred after a therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The event occurred during a prostatectomy surgery.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, corrections to fields b5 and d10, as well as updates to fields d8, g1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the electrode loop (tip). The electrode failure is an electrical problem due to a short circuit, but the cause of the short circuit could not be determined. The most likely cause is that it may have come into contact with other metals during output for some reason. The event can be detected/prevented by following the instructions for use which state: chapter 1.1 user instructions (instruction manual_wa22302d). The complete set of instructions for use for this product consists of the product-specific instructions for use (this document) and the system-related instructions for use ¿system guide endoscopy¿ (delivered with olympus telescopes). ¿ before use, thoroughly read these instructions for use, the ¿system guide endoscopy¿, and the instructions for use of all other products that will be used during the procedure. Chapter 2.5 general dangers, warnings and cautions (instruction manual_wa22302d). Warning: risk of injury to the patient and/or the user. The use of damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings may cause infection, toxic shock, electrical, mechanical and thermal injury and/or unintended nerve stimulation. ¿ before each use, observe the instructions in the section ¿inspection¿ on page 31 and ¿maintenance¿ on page 52. ¿ do not use damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings. ¿ replace damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings. Warning: risk of injury to the patient. Bending the distal tip may damage the hf-resection electrode leading to sparkover between the hf-resection electrode and the telescope. There is a risk of electrical, mechanical and thermal injury and/or unintended nerve stimulation. ¿ never try to bend the distal tip of the hf-resection electrode. Warning: risk of injury to the patient and/or the user. Some hf units have a so-called ¿spray coagulation¿ feature. Using the ¿spray coagulation¿ feature in combination with the equipment mentioned in this document may cause sparkover leading to electrical injury, thermal injury and/or unintended nerve stimulation. ¿ the ¿spray coagulation¿ feature must not be used. Warning: risk of injury to the patient and/or the user. If the hf-resection electrode is not properly attached to the working element, sparkover may occur leading to electrical injury, thermal injury and/or unintended nerve stimulation. ¿ when attaching the hf-resection electrode to the working element, check that the hf-resection electrode clicks audibly into position. ¿ check that the hf-resection electrode is attached and positioned as described below. Warning: risk of injury to the patient and/or the user. When accidentally activating the electrode release button, the hf-resection electrode may not be attached properly to the working element. If hf current is then activated, sparkover may occur leading to electrical injury, thermal injury and/or unintended nerve stimulation. ¿ check that the electrode release button has not been accidentally activated. Chapter 3.3 hf surgery (system guide endoscopy): warning: safety precautions for monopolar procedures. ¿ switch off the hf unit when not using it. ¿ to coagulate tissue, first position the electrode on the target area and then activate the hf current. ¿ do not activate the hf current if the electrode is not in contact with tissue. ¿ make sure that the electrode is at least 10 mm away from all other endoscopic equipment. ¿ tissue areas that are in contact with the active electrode must not touch other tissue areas. Coagulate cord-like tissue parts on their narrowest point. Otherwise, side coagulation or perforation may result. Olympus will continue to monitor field performance for this device.